Event description:
Patient's spouse reported right-side "pain", "hardening", and "radial folds." Patient later reported right side capsular contracture, baker grade IV, provided by physician notes from (B)(6) 2023. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: date of event.

Event description:
Patient's spouse reported right-side "pain", "hardening", and "radial folds." Patient later reported right side capsular contracture, baker grade IV, provided by physician notes. Device remains implanted.